Manufacturer narrative:
The device did not return for analysis, however, the reported allegation of coating damage is confirmed based on the media provided. The misuse (use of introducer needle) could not be confirmed based on the media provided.

Event description:
It was reported that versacross connect access solution for faradrive selected for atrial fibrillation ablation with farapulse procedure. During procedure, the physician advanced the versacross rf wire through the non-boston scientific access needle and encountered resistance upon attempted withdrawal it. The wire was subsequently removed, and the wire has its coating peeling off. Hence, the device was replaced and the procedure was completed successfully. No patient complications were reported. The device is not expected to return as disposed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that versacross connect access solution for faradrive selected for atrial fibrillation ablation with farapulse procedure. During procedure, the physician advanced the versacross rf wire through the non-boston scientific access needle and encountered resistance upon attempted withdrawal it. The wire was subsequently removed, and the wire has its coating peeling off. Hence, the device was replaced and the procedure was completed successfully. No patient complications were reported. The device is not expected to return as disposed.